Manufacturer narrative:
(B)(4). Follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 rb went through the shield. The following information was provided by the initial reporter: material # unknown. Batch # unknown. Verbatim: rcc received a complaint via web. Pir attached. So far, only one has done this, but I have more possibly from the same lot. The needle stabbed through the sheath when recapped. Needle stick incident injury! This is from a self-administrated customer use, so I do not need hiv treatment.